Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "this is the third revision on the left side. In (B)(6), patient was brought back for revision of acetabulum. A constrained liner was inserted into a well fixed tritanium revision shell, but the construct was notably loose. As a result, the tripolar part of the constrained liner pulled out (dislocated). A revision was performed, where the original pca stem was extracted as well as the constrained liner. A restoration modular stem was implanted, and an mdm liner.